Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal vip was inserted into the patient and the device fell apart. The patient was taken into surgery to have footplate and collagen removed. After the surgery the patient was in good. The outcome of the procedure was great. Additional information was received on july 03, 2019. The procedure that was performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient was reported to be in stable condition. Estimated blood loss was less than 250 ml. Bleeding was controlled with manual pressure. It took forty minutes to stop. Everything was assembled properly, when the sheath/dilator was inserted, the sheath broke into pieces. Uv lighting is not used in the cath lab. The angio-seal device is stored in a pyxis unit.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6 - results - 3252 is based upon evaluation of user facility information & the used returned sample; 114 is based upon the fourier-transform infrared spectroscopy (ftir) one used 6fr angio-seal vip device was received for product evaluation. The hub of the sheath was mated returned with the arteriotomy locator. The broken pieces of the sheath, unknown access sheath, and the carrier tube assembly were returned as well. Visual inspection of the arteriotomy locator was found to be mated with the hub of the hemostasis sheath. The sheath cracked at distal to the hub of the hemostasis sheath. The broken pieces of the sheath were inspected under the microscope and it was noted that the sheath had a yellow discoloration. The sheath was then examined and it was very brittle and cracked upon application of minor force. There were no other visual anomalies were noted with the returned components. Upon examination of the header bag, no anomalies were noted with the packaging and the temp dot was not triggered. The sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was compared to the those of a positive and negative control. It was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. Based on the provided information and investigation results, there is no evidence that this event was related to a device defect or malfunction. The sheath was found very brittle upon application of the minor force. However, the exact cause of the reported event cannot be determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information received in section b5, the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00597.

Event description:
Additional information was received on (B)(6) 2019. Two 6fr angio-seal vip devices were used on one patient and failed. During the deployment of the first device, the sheath cracked and shattered outside of the patient's body. The sheath was removed, and a second angio-seal device was opened. During the deployment of the second device, the device was inserted into the patient and the device fell apart. Additional information was received on (B)(6) 2019. Three pieces of the sheath was removed from the patient body after the surgery. Hemostasis was achieved by manual compression. The devices are received in the warehouse and sit for 30 minutes to an hour in the original shipping box. The product is then transported by logistics to the storage room where the devices are unpacked and stored at 66°f - 72°f and 20% - 60% humidity. The storage room is monitored for temperature and humidity and logistics will be notified if either goes outside of the control limits. From the storage room, the devices are moved to the pyxis where they are stored four or five at a time until used. No issues with pyxis system were noted during the storage of the devices.